Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sigmoidectomy procedure, the patient had significant bleeding which the surgeon had to convert from a laparoscopic to an open procedure. A blood transfusion was required. The patient's hospitalization was extended, and the patient's life was at risk, necessitating rescue during surgery. There was a 2 hour delay to the procedure.

Event description:
Hugo - duplicate of pe 708767968 it was reported that during a sigmoidectomy procedure, the patient had significant bleeding which the surgeon had to convert from a laparoscopic to an open procedure. A blood transfusion was required. The patient's hospitalization was extended, and the patient's life was at risk, necessitating rescue during surgery. There was a 2 hour delay to the procedure.

Manufacturer narrative:
This event has been found to be a duplicate of a previously reported event documented under manufacturer¿s reference # (B)(4). All additional information pertaining to this event will be communicated under manufacturer¿s reference # (B)(4), competent authority reference number 1219930-2025-06158. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.